Event description:
Allegedly, femoral prothesis revised due to breakage.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This event occurred in other country. This report will be updated when the investigation is complete.